Event description:
It was reported that during a prolapsed hemorrhoidectomy procedure, three of the clips didn't close in the anal canal. The surgeon finished the procedure manually. There was no pt consequence.